Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges scooter caught fire while driving.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that there was improper wire management post final release.

Event description:
Alleges scooter caught fire while driving.